Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with blood glucose reaching 300 mg/dl for approximately 3 to 4 hours, suspected to be related to an infusion set issue; the user changed supplies and glucose levels improved, and there were no device alerts. Customer care provided support that included complaint record review with troubleshooting. Investigation of this case revealed cause unclear, and no device malfunction confirmed. No clinical symptoms associated with hyperglycemia reported. Outcomes included no need for outside assistance and no medical intervention. It was concluded that the event was user-reported hyperglycemia of unclear cause with successful resolution after supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.